Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a290, lot# 0209198869, product type: lead.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient did not feel stimulation after a fall. The patient reported a lack of stimulation during an examination on (B)(6) 2016. Imaging was done on (B)(6) 2016 and a broken electrode was found. There was a fractured lead. When the implantable neurostimulator (ins) was interrogated, all electrodes were measured to be out of range. A revision was done on (B)(6) 2016 and the lead was explanted and replaced. The ins was also repositioned during the revision. The event resulted in in-patient hospitalization and an unscheduled clinic visit. The etiology was related to the device or therapy and not related to the implant procedure. The outcome was resolved without sequelae on (B)(6) 2016.